Event description:
It was reported that the device fractured. This 1.6mm jetstream sc catheter was selected for use in a bypass restenosis procedure. The moderate to severely tortuous lesion was located in the distal superficial femoral artery proximal popliteal bypass. Using an 014 thruway guidewire, treatment with this jetstream catheter was started; however, a kink was noted in the catheter and guidewire when attempting to advance. It was noted that the catheter was not stuck on anything. The catheter was removed and the guidewire inside was kinked and unusable. The catheter was not damaged; therefore, angioplasty was performed, and the jetstream catheter was attempted again with a new guidewire. It was working appropriately; however, then the catheter would not advance and was kinking up on itself. The catheter was removed intact, and multiple kinks were noted throughout. Additionally, a fracture was observed in the middle of the catheter. The procedure was successfully completed and there were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, visual examination of this jetstream atherectomy catheter revealed multiple bucklings to the sheath. Microscopic examination revealed no additional damages. A device-to-device interaction test was performed, and a test guidewire was able to pass through without any resistance. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that could have contributed to the failure to advance to lesion.

Event description:
It was reported that the device fractured. This 1.6mm jetstream sc catheter was selected for use in a bypass restenosis procedure. The moderate to severely tortuous lesion was located in the distal superficial femoral artery proximal popliteal bypass. Using an 014 thruway guidewire, treatment with this jetstream catheter was started; however, a kink was noted in the catheter and guidewire when attempting to advance. It was noted that the catheter was not stuck on anything. The catheter was removed and the guidewire inside was kinked and unusable. The catheter was not damaged; therefore, angioplasty was performed, and the jetstream catheter was attempted again with a new guidewire. It was working appropriately; however, then the catheter would not advance and was kinking up on itself. The catheter was removed intact, and multiple kinks were noted throughout. Additionally, a fracture was observed in the middle of the catheter. The procedure was successfully completed and there were no patient complications.